Event description:
The patient reported, the display screen of his insulin infusion device has dark spots and only partially displays. He ,the display window is not cracked or broken and the device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.